Manufacturer narrative:
Reportable event type updated. It is unknown if the lvad was explanted from the patient after expiration. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
It was reported that the patient's pump was turned off on approximately (B)(6) 2018. The patient expired on (B)(6) 2018.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the reported pump stop and low speed events were confirmed via the submitted log files, the cause could not be conclusively determined during the evaluation of the returned driveline. The x-rays that were sent did not reveal any areas of obvious damage or repair. The submitted log file showed low speed advisories and pump stops that appeared consistent with a potential driveline issue based on previous complaint history. The approximately 19" segment of driveline replaced by technical service was returned for evaluation. Examination of the driveline found some shield breakdown under the connector bend relief and approximately 3" from the controller connector. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. No autopsy was done on this patient and the pump will not be returning. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information received on 24-oct-2018 stated that the pump will not be returned.

Manufacturer narrative:
The pump exchange on (B)(6) 2016 due to a driveline issue was reported under MFR. Medwatch # 2916596-2016-00855. Additionally, the known issue with the potential degradation of the driveline¿s brown wire was reported under MFR. Medwatch # 2916596-2017-02770. Approximate age of device - 2 years, 5 months. It was reported that the lvad was turned off; however, it is unknown if or when the device was explanted. The replaced portion of the driveline was received; the evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was initially implanted with a left ventricular assist device (lvad) on (B)(6) 2013 and underwent a pump exchange on (B)(6) 2016 due to a driveline wire issue. On (B)(6) 2018, the patient was seen in the emergency room due to pump stoppage alarms. Laboratory test results were pending. Review of the log file by the manufacturer's technical services representative confirmed the pump stoppage events. Of note, the patient has a known history of a potential degradation of the driveline¿s brown wire. On (B)(6) 2018, an external percutaneous lead replacement was performed by the manufacturer's technical service representatives. The patient was discharged on (B)(6) 2018; however, around 1700 pump stoppages reoccurred. At 1730, emergency medical services (ems) contacted the vad team due to red heart - pump off alarms on the patient's lvad system. The ems stated that the pump running symbol on the system controller was no longer illuminated. The patient was awake and alert. The vad coordinator instructed ems to change the patient's system controller but the pump remained off; did not restart. The patient was taken to the emergency room (ER) for further evaluation. Upon arrival to the ER, the clinicians initiated dobutamine and heparin drip. When the lvad system was connected to external batteries, the patient's pump spontaneously restarted. It was reported that the lvad was turned off on (B)(6) 2018 at 11:39 am. Review of the data contained in additional log files submitted to technical services for analysis was consistent with an internal driveline wire issue. No additional information was provided.